Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned damaged, with the helix was bent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead was difficult to place and had suspected damage caused by over-torquing at the time of deployment and retraction. The lead was removed and an alternative lead was implanted. No patient complications have been reported as a result of this event.